Event description:
During baxter's evaluation it was found that a spectrum pump had been adulterated outside of the baxter medina facility. It was discovered that a mechanism within the returned device was not the same as the mechanism installed into the device during initial manufacture. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, the mismatched mechanism serial number was confirmed. Evaluation found that the serial number found written on the device's mechanism assembly was not the same as the serial number found on the device history record. Review of the device history log records show that this mechanism assembly was not original to the pump. This indicates that unauthorized repairs were performed on the pump which could compromise all internal electrical components. The device is irreparable and has been retired.